Manufacturer narrative:
(B)(4) the explanted product was not returned to neuropace for analysis.

Event description:
The patient underwent an initial implant on (B)(6) 2022. A few days after initial implant, the patient presented with wound drainage at the incision site. On (B)(6) 2022, the neurosurgeon performed a wound wash. Diagnosed as wound drainage.